Event description:
Sorin group received a report of that before going on bypass, the scp centrifugal pump system displayed a flow value even though the tubing was clamped and no fluid was flowing. A issue was resolved prior to going on bypass and the case was completed without incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that before going on bypass, the scp centrifugal pump system displayed a flow value even though the tubing was clamped and no fluid was flowing. The issue was resolved prior to going on bypass and the case was completed without incident. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.